Event description:
During an ep procedure, the md had an issue with three soundstar eco diagnostic ultrasound catheters. All three catheters presented with a sensor error. The catheters were removed without incident or harm to the patient. Part number: 10439072, lots: g4085122, g4084409, g4085113. All catheters have been returned to the vendor. Manufacturer response for catheter, soundstar eco diagnostic ultrasound catheters (per site reporter) product handled by site.